Event description:
Per spontaneous call, patient stated crono pump s/n (B)(4) just whistles when she puts the batteries in it. This was her backup pump and she did not miss any therapy. Shipping replacement pump to patient and she will return malfunctioning pump. No more information given. Reported to (B)(4) by pt/caregiver. Strength: crono5; dose or amount: "90ng/kg/min;" frequency: continuous; date of use: from "(B)(6) 2018" to current. Diagnosis or reason for use: pah.